Manufacturer narrative:
Product complaint (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization, an enterprise2 4mmx16mm no tip intracranial stent (encr401600, 8028686) became impeded in introducer sheath and prematurely separated. The physician retracted the stent and tried again, but the stent was still impeded in introducer sheath and could not be pushed into microcatheter. Doctor retracted the stent and observed that the stent body separated prematurely from delivery wire. A new stent was switched to complete the surgery. The prowler select plus 150-5cm (606s255x) microcatheter (mc) was not replaced. There was no patient injury reported. Additional information received indicated that they were not able to torque the device. No other devices were used with the concomitant device prior to the encountered resistance. The introducer was properly engaged with the infusion catheter hub. There were no procedural delays due to the event. Two pictures were attached to the complaint file in which the distal portion of the delivery wire was shown, and it was noted that the stent was already detached; this was noted to be released inside of the introducer. No damages were observed in none of the components. A non-sterile enterprise2 4mmx16mm no tip intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and it was noted that the stent was detached from the delivery wire and stuck inside the introducer. These conditions are consistent with the conditions seen in the provided picture. No damages were noted on the introducer nor the delivery wire. Dimensional analysis was conducted to analyze the introducer diameters, retraction bump diameter and marker band distance. All measurements were found to be within specification. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue regarding a stent prematurely detached was confirmed since the stent was noted to be already separated from the unit. However, the issue regarding a delivery wire being impeded was not able to be analyzed since the stent must still be attached to the delivery wire and inside the introducer, nevertheless, the exact contributing factors to this issue could not be identified. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: carefully place the dispenser hoop into the sterile field. Remove the delivery wire from the clip on the dispenser hoop. Grasp the proximal end of the introducer and the delivery wire at the point where it exits the introducer. Hold the wire and introducer together to prevent stent movement. Remove the codman enterprise vascular reconstruction device and delivery system from the dispenser hoop. Do not partially deploy the stent from the introducer. Confirm that the delivery wire does not move relative to the introducer during the removal of the codman enterprise vascular reconstruction device and delivery system from the dispenser hoop. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Two pictures were attached to the complaint file in which the distal portion of the delivery wire was shown, and it was noted that the stent was already detached; this was noted to be released inside of the introducer. No damages were observed in none of the components. Lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of the lot 8028686. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. The issue regarding a stent prematurely detached was confirmed since the stent was noted to be already separated from the unit. However, the issue regarding a delivery wire being impeded was not able to be confirmed since a functional analysis needs to be performed. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a stent assist coil embolization, an enterprise2 4mmx16mm no tip intracranial stent (encr401600, 8028686) became impeded in introducer sheath and prematurely separated. The physician retracted the stent and tried again, but the stent was still impeded in introducer sheath and could not be pushed into microcatheter. Doctor retracted the stent and observed that the stent body separated prematurely from delivery wire. A new stent was switched to complete the surgery. The prowler select plus 150-5cm (606s255x) microcatheter (mc) was not replaced. There was no patient injury reported. Additional information received indicated that they were not able to torque the device. No other devices were used with the concomitant device prior to the encountered resistance. The introducer was properly engaged with the infusion catheter hub. There were no procedural delays due to the event.